Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital with symptoms of dizziness. An electrocardiogram showed loss of capture but device review did not reveal any abnormal parameters. Right ventricular (rv) thresholds were observed to have increased and therefore outputs were increased. The patient will return for an increased follow-up to review the implanted system. This pacemaker and rv lead remain in service. No adverse patient effects were reported.